Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to use a slalom percutaneous transluminal angioplasty (pta) .018 hp 40 4 x 2 balloon catheter for a shunt pta case, after delivering the balloon and inflating it, it ruptured within its nominal pressure during the initial inflation. There was no reported patient injury. It was replaced with a new non-cordis balloon catheter and the procedure was completed.

Manufacturer narrative:
During a shunt pta case, a slalom percutaneous transluminal angioplasty (pta) balloon catheter (018 hp/40/4mm x 2cm) was attempted for use; after delivering the balloon and inflating it, the balloon ruptured within its nominal pressure during the initial inflation. There was no reported patient injury. It was replaced with a new non-cordis balloon catheter and the procedure was completed. The product was not returned for analysis. A product history record (phr) review of lot 17646873 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the paucity of information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instruction for use, which is not intended as a mitigation of risk, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.